Manufacturer narrative:
This report is for the first epc controller before the controller exchange. This event was also reported against the pump in MFR. Report #2916596-2020-00209 and the second controller (post-exchange) in MFR. Report #2916596-2020-00488.

Event description:
The first log file submitted shows the pump running fine until the controller lost total power causing a pump stop. Pump was connected back to the patient cable and was running until about 41 minutes later when power to the controller was lost once again showing the pump disconnected. May have been when the controller was being exchanged. The second log file after the controller was exchanged shows the pump had trouble maintaining the set speed. The first events of the second log submitted showed the controller connected to the patient cable but the driveline disconnected. Pump was eventually connected and was running for about an hour and twenty four minutes when the driveline shows disconnected again. Cell battery in the controller also shows low during these events. Controller was again connected to the driveline once again for about 4 minutes when it was disconnected again and remained disconnected for the remainder of the log file. Each time the driveline is disconnected the internal clock resets to all zeroes. Exact times of the events were difficult to determine due to the format of the time stamp for epc controllers.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Section b3: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found "disconnected" at a rehab facility; it is not known if the driveline was disconnected or power. Patient had the epc controller as well so it didn't have an emergency backup battery. The primary controller was switched out at the facility before patient came to the ER. Log file showed the controller lost external power which caused the pump stop and the clock to reset. This file ends with the dl being disconnected. The other log file showed the pump had trouble maintaining the set speed. No further or additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the reported event of the backup controller not maintaining the set speed can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6). The data contained in the first recorded entries revealed that the speed was adjusted from 6000 (manufacturing default speed) to 9400 rpm first and then 9200 rpm. The pump was connected and the system operated at 9200 rpm for approximately 1 hour and 22 minutes when a motor stop command was received and the system was briefly stopped and restarted. There was another motor stop command and the system was stopped followed by disconnecting the driveline. The remaining of the log file revealed numerous clock resets associated with a complete power loss. The driveline was briefly connected and disconnected. There were several entries were the controller was connected to a power module and the driveline was connected; however, the recorded actual speed fluctuated between 780-1270 rpm. The power recorded during this time was 0.1w, the flow was 0 lpm, and the pi was 0.4-4.5. The investigation was unable to determine if the records contained in the log file were associated with the reported event or related to the initial set up of the controller. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. No further information was provided. The manufacturer is closing the file on this event.